Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Related manufacturer number: 1627487-2022-04621,1627487-2022-04622, 1627487-2022-04623. It was report the patient experienced ineffective therapy due to high impedance. As a result, surgical intervention took place wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
The event of system revision was reported to abbott. The ipgs were explanted and replaced due to the ipgs becoming inoperable. The leads were explanted and replaced due to high impedance. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.